Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00742793 case subject: npi 8100 failed patient side occlusion test account name: piedmont henry hospital account #: 10034093 asset name: 8100 pump module 9.17.0.22 asset location: contact: mark callaway contact email: mark.callaway@piedmont.org contact phone: 678-604-5846 contact mobile: patient or user involvement: no patient or user harm: no case description: mark had a lvp8100 sn (B)(4) failed patient side occlusion test during pm. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I reviewed the test set up with mark. It was not an issue with the set up. I step through analog sensor with mark and recommended him to replace patient side pressure sensor. Mark will replace patient side pressure sensor.